Event description:
It was reported that during the procedure the tip of the ultrasonic scalpel broke off and fell into the patient's abdomen. The piece was retrieved and no patient injury was reported.

Manufacturer narrative:
Ten attempts were made to obtain additional information such as the steps taken to remove the piece but no additional information could be obtained. The complaint device was visually inspected by ascent and the broken portion of the blade was found to exhibit gouges. The device could not be function tested due to the device damage. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. It was determined that the most likely cause for the reported issue is the result of end user technique during clinical use. Ascent's instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." Due to the infrequency of this type of event, no trend analysis is available.